Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive norovirus patient result was obtained. Pcr curves was unusual, so sample was repeated on another bd max¿ system, bd max¿ instrument and was negative. There was no report of patient impact.

Event description:
Report 1 of 3: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive norovirus patient result was obtained. Pcr curves was unusual, so sample was repeated on another bd max¿ system, bd max¿ instrument and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for norovirus while running the enteric viral panel assay. The customer instrument run database was provided to bd service and quality for further analysis which revealed evidence of false positive results induced by reader normalizer signal drift. A bd field service engineer (fse) was dispatched to the customer site to perform installation of the v6.11a system software and fan-on lysis software script in order to mitigate the issue. This complaint is confirmed by service & quality. The root cause was determined to be normalizer signal drift due to rise in internal instrument temperature during pcr. An internal corrective and preventative action was opened to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument, and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There was a corrective and preventative action (CAPA) investigation & resolution related to this complaint.